Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an adrenalectomy procedure, it is claimed by the surgeon that during the case the ceramic part of the jaw of the harmonic came off and he had to retrieve it. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # m91p91. The device was received with the tissue pad detached returned but with evidence of body fluids and tissue pad material in the groove section of the clamp arm. In addition, the device was returned with the blade tip and clamp arm damaged at the distal end due to contact with the clamp arm after the tissue pad was melted away. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Based on the condition of the tissue pad, a probable cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. Probable causes of the blade and the clamp arm damage are applying pressure between the instrument blade and tissue pad without having tissue between them, subsequent activations would completely wear and melt the tissue pad until the blade tip makes contact with the clamp arm. Avoid activating the blade without tissue between the blade and tissue pad to prevent this type of damage. The batch record was reviewed and no anomalies were noted during the manufacturing process.